Event description:
It was reported that a patient had one 2.5mm x 12mm endeavor sprint (rx) drug eluting stent implanted on the day of the index procedure. An mi occurred 6 months from the index procedure. No other clinical sequela were reported.

Manufacturer narrative:
(B)(4).